Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a blood glucose elevation to approximately 400 mg/dl in temporal association with chest pain and known cardiac disease, and the user¿s cardiologist later indicated the hyperglycemia was caused in part by cardiac issues; the ilet subsequently brought glucose back into range. Symptoms included hyperglycemia. Outcomes included insufficient information regarding the clinical impact. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no investigation findings and insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.